Event description:
A malfunction was reported on the customer's pump, identified by a malfunction code of malf 0, but no significant events occurred prior. There was no adverse impact to the customer's blood glucose level. The pump malfunction was resolved by resetting it with guidance from technical support, who also instructed the customer to monitor for any recurrence and to call back if the issue reappears. The customer understood the advice and was able to continue using the pump.